Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-02627 for a description of the other device. It was reported to boston scientific corporation that a speedband superview super 7 device was used during a hemorrhoid banding procedure in the rectum. According to the complainant, during set up of the device, the wire wrapped into a gap in the handle; he bands failed to deploy. The problem occurred outside the patient. Another speedband device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-02627 for a description of the other device. It was reported to boston scientific corporation that a speedband superview super 7 device was used during a hemorrhoid banding procedure in the rectum. According to the complainant, during set up of the device, the wire wrapped into a gap in the handle; he bands failed to deploy. The problem occurred outside the patient. Another speedband device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the device found that the trip wire was not secured in the handle assembly slot and did not appear to be secured during use. The trip wire was wrapped around the handle between the handle unit spool and the handle assembly bracket approximately eight times, and the trip wire had been cut by the customer. The suture was intact and attached to the ligator head and trip wire loop. Additionally, the suture was tangled around the trip wire and had been pulled into the handle assembly. Three bands remained in place on the ligator head, and the teeth were undamaged. The investigation concluded that the trip wire was not secured during device setup impacting the deployment activity of the bands during use. Based on the investigation results, the most probable root cause is user/use error. A review of the device history record (DHR) was performed; no anomalies were noted.